Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated that force sensor test error was recorded in history. During analysis, the reported issue was able to be duplicated. It was noted that the force sensor was out of calibration and was the cause of the reported issue. Service replaced the force sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited system failure force sensor error after plunger board and cable has been replaced. No adverse effects were reported.